Event description:
Rec'd info stating customer's insulin unit display on the pump read 90 units, then went to 40 units, then displayed 90 units again. Reportedly, this happened in a matter of hours. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.